Event description:
It was reported by the sales rep stating that during a breast biopsy while taking a sample they received the l4-034 error code. They removed the probe from the breast and completed the case using the core needle biopsy.

Manufacturer narrative:
454304-0. Date sent: 6/12/2006. H3 eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.